Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for noise was observed through remote transmission. Emi was suspected. The patient will return for follow-up. No further information.